Event description:
Customer reportedly received the following results on the aviva nano system within 10 minutes: 13.9 mmol/l, 25.6 mmol/l, 32.8 mmol/l, and 7.8 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(4).